Manufacturer narrative:
Device evaluation- the device history record was reviewed for the reported lot number. The review showed no related observations identified to suggest the reported issue was observed during production. A portion of the used device was returned for evaluation. The infusion tubing and connector had been cut off so only the needle base was returned with metal needle still attached. Examination showed the needle base was separated into two components. The operator was able to reassemble the two components back together to form a needle base. Following the device instructions the operator was able to retract the metal needle into the safety mechanism. The metal needle was fully captured and the returned pieces of the device were found to function as specified during testing. During production, the gripper safety needles are sampled for functional testing (hinge activation testing) to verify the parts are free of damage and workmanship defects and the manufacturing procedures are being followed. The investigation determined the most likely cause of the issue was damage during use.

Event description:
Information was received indicating that upon removal of a smiths medical deltec gripper micro needle from a patient, the safety function did not work. It was reported that the upper part of the needle detached without resistance leading to a needle stick to the clinician. Since the needle was contaminated, the clinical staff's blood was taken. There were no reported adverse effects.